Event description:
During review of the event history, it was determined that failure code 810:11 occurred on (B)(6) 2011 during delivery, causing an interruption of delivery. There was no patient involvement, injury, or medical intervention related to the device. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated and was found to be due to out of specifications air-in-line printed circuit board. The pump channel was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).